Event description:
A consumer of unknown gender or age reported three to four years ago he/she could not remove a band aid brand kpp (kizu power pad) bandage product. Therefore, the consumer visited a hospital and had the product removed and replaced it with medical tape. A doctor told the consumer that the product did not agree with some people. The consumer bleed easily because he/she was taking a medicine to make blood thinner. The consumer did not replace the product every two to three days. There was no further information reported about this event.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Patient identifier, patient age, gender, weight, and ethnicity and race were not provided for reporting. D4: this report is for (band aid brand kizu power pad unspecified ap not applicable rgebabkapa rgebabkapa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA (B)(4). Lot number was not available for reporting. D4: UDI, upc, lot number and expiration date are not available. D9: device is not expected to be returned for manufacturer review/investigation h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: health effect clinical code: e0506 also refers to consumer alleged " bleeding & quot; . E2402 refers to consumer "intentional misuse/off-label use & quot; of the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.